Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with one syringe of juvéderm volbella® xc in the lips. Patient experienced "bruising of the upper lip" the following day. Patient was treated with 4 vials of hylenex, baby aspirin, viagra, and valtrex the next day. Hcp later reported patient began to experience swelling and "dusk skin" 2 days later. Hcp noted they think the patient is experiencing a vascular occlusion. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.